Manufacturer narrative:
The returned device was evaluated and a kink was found on the soft cannula. Fluid path test was performed, and fluid was able to exit the distal tip of the soft cannula despite the kink being present. No timeouts or drive stalls were noted in the downloaded data. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 472 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, the pod was removed and gave a correction bolus of 5 units.